Manufacturer narrative:
(B)(4).

Event description:
The customer reports: md was performing the procedure according to IFU. The md inserted the dilator through the sheath and the front of the dilator broke. The md thought that he could not use it anymore. Since then, md had to use new product. The procedure has been completed without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly for evaluation. The dilator body was detached adjacent to the hub. Examination of the fracture surfaces showed that they were jagged and white, indicating the separating was caused by undue force being applied to the dilator. No issues were identified with the sheath. The dilator body and outer diameter of the dilator were measured and both were found to be within specification. As no lot number was provided, a device history record review was performed using a potential lot number from the customer's sales history. No relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest inserting the sheath/dilator assembly by threading the tapered tip of the sheath/dilator assembly over the spring-wire guide while grasping near skin and advancing into the vessel with a twisting motion. The customer reported issue of the dilator hub separating from the dilator was confirmed during the complaint investigation. The customer returned one sheath/dilator assembly for evaluation. The dilator body was detached adjacent to the hub. Examination of the fracture surfaces showed that they were jagged and white, indicating the separating was caused by undue force being applied to the dilator. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: md was performing the procedure according to IFU. The md inserted the dilator through the sheath and the front of the dilator broke. The md thought that he could not use it anymore. Since then, md had to use new product. The procedure has been completed without any abnormality.